Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap leaked while in use with a minicap extended life pd transfer set. This was described as ¿leak at the cap attached to the dark blue part (female connector) of the transfer set¿. This was observed during use of the device for peritoneal dialysis (pd) therapy. As a result, the patient was given prophylactic antibiotics for one day as a precautionary measure. There was no report of patient injury or medical intervention associated with this event. No additional information is available.